Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently, it was reported that the customer received a button alarm. Customer confirmed that nothing was pressing against the button when the alarm occurred. Customer's blood glucose level was 123 mg/dl. Customer continued to use the pump for insulin therapy.